Manufacturer narrative:
D4: serial number and UDI has been requested and not available at time of report. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips field service engineer who went to the customer site and confirmed the bis value was measured, and a failure of the patient cable was confirmed. The defective part needs to be replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an m_bis bisx power link indicating that the bis patient cable is showing low values the device was not in clinical use at time of event, and there was no adverse event reported.